Event description:
It was reported that approximately 9 months ago, the surgeon observed a metal splint in the device. There was no patient contact. Through follow-up we learned that the surgeon observed a metal splint being injected into the eye at the same time as the preloaded intraocular lens (iol) was inserted. The splint has been removed. The iol remains implanted and the patient has fully recovered. Account indicated that the directions for use were followed. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.